Event description:
Arterial and venuous lines clamped after hemofiltration, clamp released. Patient lost approximately two units of blood and required several transfusions. Device not evaluated after incident. Device was disposed of after incident.invalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.